Manufacturer narrative:
It was reported that the device is available to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a pgw .018 sv inter 180cm st wire unwinded and broke off in the patient. No injuries reported.